Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2019-04344. It was reported the patient experienced discomfort. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the right lead was repositioned which resolved the issue. Reportedly, therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.